Manufacturer narrative:
(B)(4). The device was manufactured may 12, 2014 - may 13, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor had a slower flow rate than expected during infusion. The reporter stated that there was a ¿variation [of] more than 20%.¿ there was no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.